Event description:
Customer reported problem of loose connector. No pt harm reported.

Manufacturer narrative:
Evaluation of the device is pending it's receipt by the MFR. If and when device is received and evaluation completed, a follow-up report with additional info will be provided.